Event description:
The clinician reports the implant was inserted 2003-(b)(6) in ADA 21. Details of surgery: Implant surface not completely covered with bone. On 2026-(b)(6), loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis and Inflammation. No further patient complications were reported.